Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead became dislodged. Due to that the pts condition worsen the family elected to allow natural death to occur and therefore due to the pts condition the lead was not fixed.